Event description:
A patient was undergoing a roux-en-y gastric bypass. The stapler used for an anastomosis misfired. The anastomosis leaked when tested with methylene blue. A second stapler and extra reloads were opened and used to repair the anastomosis. The second anastomosis showed no signs of leakage. The patient had no negative outcome.